Manufacturer narrative:
This product was being used for treatment, not diagnosis. Neither the device in question, or medical records were returned to the manufacturer for evaluation. If the device is returned in the future, product analysis may be performed. The device has not been returned since initial distribution. The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product issue has resulted in an adverse event in the past and therefore is likely to cause or contribute serious injury if this event were to recur. A powered handpiece for functional endoscopic sinus surgery uses a variety of disposable blades and burs. The indications for use of burs and blades in sinus indications include: septoplasty, removal of septal spurs, polypectomy, antrostomy, ethmoidectomy/sphenoethmoidectomy, frontal sinus trephination and irrigation, maxillary sinus polypectomy, circumferential maxillary antrostomy, and choanal atresia. It is the responsibility of the surgical team to select the appropriate instrument for each case.

Event description:
It was reported that during a sinus surgery, the bur broke in the frontal sinus and the surgery was extended. The patient was fine post surgery. No patient consequences was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.